Event description:
It was reported in clinic notes that the patient had a history of grand mal seizures prior to vns placement, but since vns placement patient reports having absence seizures that will last 1-2 minutes. Attempts were made to the np for additional information. When asked for the medical professional's assessment of the cause of the absence seizures, she noted that no records were available but the patient did report that this was a new seizure type that began after vns placement. No further relevant information has been received to date.